Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. No damaged jaw was noted during visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was fired with gold reload and the surgeon reported the staple line was jagged, the staples were malformed, and there was some bleeding that occurred. The amount of bleeding could not be quantified, however, no blood products needed to be given. The surgeon noted that anvil was loose after the device was fired and removed. The surgeon oversewed staple line to control bleeding and complete case.